Event description:
Surgeon reports lens was replaced on the first post-operative day due to to an increase in the pt's intraocular pressure.

Manufacturer narrative:
The evaluation of this lens confirmed that the lens was within specifications. There was no indication from the reporting facility that the iol was responsible for the patients high iop which was the reason for the explantation. This report was mailed in to FDA on: 2/21/97.